Event description:
It was reported that a farawave catheter during procedure presented a guidewire stuck to treat an atrial fibrillation (a fib). This happened during positioning and would not retract. Upon attempted removal, wire began to pull apart and would not exit cather from proximal end. Had to advance wire out distal end. To solve the issue the device was removed and replaced, then the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.